Event description:
The customer reported that during dialysis on two consecutive treatments on phoenix machine, the clinic experienced recurrent flow balance errors. Both pts had their treatment times extended slightly (by 30 mins) to make sure they removed all of their targeted weight loss. Pt was stable at the end of the treatment and was discharged home.